Event description:
A customer contacted baxter's technical service center regarding a potential overfill. The hp said that the hc did not do the last fill on a previous therapy. The hp thought this because he was not able to do a manual drain. The baxter technical service representative (tsr) had the hp check the program, alarm log, and therapy log. The programmed last fill volume was 2000ml and the hp filled with a last fill volume of 1999ml. The tsr explained the program and that the hp got his last fill. The hp said that the nurse advised him to fill with 2000ml of solution manually. The hp said that he felt overfilled after the manual fill. Tsr conferenced in the pt's nurse and explained that the hc had put in the programmed last fill and that the hp is not feeling well and felt overfilled. The nurse advised the hp to do a manual drain immediately and to call her back and let her know how much he drained before doing a manual fill. A follow up call to the nurse confirmed that after the original call, the pt was able to manually drain and felt better. The pt had experienced abdominal discomfort but no other symptoms. The nurse did not record the exact drain volume but remembered that it was over 4000ml. The pt was trained to check his drain/fill volumes and has had no further problems. The pt continues to use the device, and the nurse declined to return the device for eval.